Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was attached to the loader and the plunger had not been depressed. The delivery tube was pressing against the seal, thus not allowing it to roll properly. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The seal remained in the loader device when the surgeon removed the delivery device. The seal also unraveled during this preparation process. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.